Event description:
It was reported that the lead integrity alert was triggered due to high atrial impedance. It was also reported that once in the office the impedance was within range and unable to reproduce the out of range impedance with pocket manipulation and isometrics. It was noted that the lead was implanted after the use by date. It was also reported that the patient had atrial fibrillation due to atrial oversensing and elevated pacing impedance. Pocket manipulation produced oversensing. The lead continues to remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert was triggered due to high atrial impedance. It was also reported that once in the office the impedance was within range and unable to reproduce the out of range impedance with pocket manipulation and isometrics. It was noted that the lead was implanted after the use by date. It was also reported that the patient had atrial fibrillation due to atrial oversensing and elevated pacing impedance. Pocket manipulation produced oversensing. The lead continues to remain in use. No patient complications have been reported as a result of this event. It was later reported that the lead was capped. The patient is a participant in the shock-less study (sls).

Manufacturer narrative:
Product event summary : the distal segment of the lead was returned and analyzed with no anomalies found. There was blood (not obstructed) on the proximal conductor and distal electrode. There was a white substance on the outer insulation as well as melting, metal ion oxidation, and environmental stress cracking. Additionally there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2012. Weekly pace lead impedance trend data show various spike increases for max a pace = 464 to 2960 ohms peak between (B)(4) 2012.

Event description:
It was reported that the lead integrity alert was triggered due to high atrial impedance. It was also reported that once in the office the impedance was within range and unable to reproduce the out of range impedance with pocket manipulation and isometrics. It was noted that the lead was implanted after the use by date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.